Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code, phone: (B)(6). G4: PMA/510k #¿ exempt. H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during transurethral lithotripsy (tul), prior to patient contact, an ncircle tipless stone extractor was inspected to ensure there was no damage to the device. The device was tested in the uncoiled position and the basket functioned properly. After extracting the first stone from the renal pelvis/renal calyx the purple protective sheath and basket sheath near the handle broke and the basket would not open or close. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. Another same device was used to complete the procedure. No section of the device detached inside the patient. The patient did not require any additional procedures due to this occurrence. There were no adverse effects to the patient reported.

Manufacturer narrative:
Event summary: as reported, during transurethral lithotripsy (tul), prior to patient contact, an ncircle tipless stone extractor was inspected to ensure there was no damage to the device. The device was tested in the uncoiled position and the basket functioned properly. After extracting the first stone from the renal pelvis/renal calyx the purple protective sheath and basket sheath near the handle broke and the basket would not open or close. There was nothing with the patient¿s anatomy keeping the basket from opening or closing. Another same device was used to complete the procedure. No section of the device detached inside the patient. The patient did not require any additional procedures due to this occurrence. There were no adverse effects to the patient reported. Investigation ¿ evaluation: reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection of the device were conducted during the investigation. One device was returned to cook for evaluation inside shipping tray in open pouch. A visual exam found the support sheath and basket sheath were separated approximately 1 mm from distal end of the handle. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents provide evidence to support that the device was manufactured to specification. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the separation of the sheath components could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.